Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 30-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that about a year or so ago the patient was not certain but she had noticed that the lead felt like it was kinking up under the skin. Patient stated they did a CT scan and both the rep and hcp told her that they would not anticipate the kink to cause any issue. Patient stated the rep was made aware at the hcps office about a year ago or so; nothing was done with the kink. No further complications were reported/anticipated.